Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the connection was swayed, the socket was deteriorated and may become loose, and the receptacle was faulty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
It was reported to olympus that during a gastroscope procedure, the connection to the processor was accidentally moved, causing the image to flicker, and the screen to black out on the video system center. The procedure was completed using the same device. There was no delay reported during the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the cause of the phenomenon was the failure of the receptacle unit, which caused the image to flicker and to blackout. The cause of the failure of the receptacle unit could not be identified. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.